Manufacturer narrative:
Continuation of d10: product ID: sfr-6-30 (d019153). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure to treat an ischemic stroke in the m1 segment of the left brain, the solitaire fr 6x30 stent could not be pushed out of the rebar 18 microcatheter at the distal end. Repeated adjustments to deliver the stent were unsuccessful. The stent was replaced with another stent to complete the procedure. Stent damage was observed at the connection between the stent body and the delivery rod, and this was noted out of the package. The patient's baseline mrs, nihss, and tici scores were 4, 13, and 1 respectively. Post-procedure these were 4, 13, and 2b respectively. IV tpa was not contraindicated. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 7 hours. No patient complications or symptoms have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information received clarified that the connection point location was kinked. When they opened the package and pushed the device in the y valve, it was found that it was damaged and they replaced the stent with a new one. The cause of the event was not determined. There was no damage or evidence of tampering to the device packaging. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.